Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the customer received an error with the endoscope. While removing the endoscope, the customer noticed that the connector had damage on the pins, and was difficult to remove. The site tried the second endoscope and received another error with left video loss. The procedure was completed with no reported injury. Intuitive surgical, inc, (isi) made multiple follow-up attempts to obtain additional information. However, at the time of this report, no additional information has been received.

Manufacturer narrative:
Based on the claim against the product by the customer noting multiple errors while using errors and damage on the connector, an investigation is in progress to determine the cause of this reported event. The field service engineer (fse) removed and replaced the endoscope controller on vision side cart to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was analyzed and found to have excessive friction while present at the ec/endoscope receptacle. The receptacle was worn from use. As a preventive maintenance measure, the dcib board and endoscope receptacle will be replaced to fix the problem. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to the excessive friction on the endoscope controller. The dcib board and endoscope receptacle was replaced to fix the problem. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the endoscope controller was having excessive friction confirmed by failure analysis and endoscope was having an error, even if a back-up endoscope is used. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.